Event description:
It was alleged that the ambulance was transporting a patient when it was struck by another vehicle. It was alleged that the patient and the cot came out from the antler fastening system during the accident event. It was alleged that the accident caused the patient additional bleeding.